Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause hasn't been determined and the high impedance was identified during her initial mapping. The impedances where checked during for stage 2 and everything checked out normal. The high impedance hasn't been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the high impedances was not determined., higher voltage was performed with no ¿maninpation¿ as yet as actions/interventions performed. The hcp stated that the high impedances, to their knowledge, had not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the impedances were greater than 10,000 and greater than 12,000. It was noted this was a recent implant. No patient symptoms or further complications were reported as a result of this event.